Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The distal end of the stent delivery system was not returned for analysis therefore analysis could not be performed. A visual and tactile examination found several kinks along the full length of the hypotube, the end of the hypotube (corewire) was badly kinked. A visual and tactile examination found a midshaft kink 2.8cm distal of hypobond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22july2016. It was reported that shaft kink and crossing difficulties were encountered. The tight target lesion was located in a coronary artery. A 3.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the tight lesion. The device was removed and further pre-dilation was performed. Then the device was re-advanced but still unable to pass the wire through the lumen of the stent delivery system due to kink. It was then noted that the non-bsc guidewire snapped and visible kink on the stent delivery system remains. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft polymer extrusion break.